Manufacturer narrative:
The following fields were updated due to corrected information: d.3. Medical device manufacturer: bd infusion therapy systems inc. S.a. De c.v. (Nogales). G.1. Manufacturing location: bd infusion therapy systems inc. S.a. De c.v. (Nogales).

Event description:
It was reported that the introsyte autoguard 26g intro only sheath did not split as intended during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we received a defective lot of peripheral inserted central catheter. A piece of the item broke off of the cath into a patient. " "to clarify: the device that failed was not retained in the patient. Its failure would be better described as the catheter would not peel apart as designed. The PICC insertion team had a choice (and went with option 3 ¿ it eventually worked): 1. Remove the newly inserted infant PICC line 2. Cut the bulk of the insertion catheter and leave it encapsulating the PICC line, securing it distally (near the hub) 3. Pick at the insertion catheter and try to get it to separate and lift off the PICC line without damaging the PICC line." " I can confirm that it was not the PICC that failed, it was the peel away introducer. Unfortunately we did not retain the correct device packaging, therefore I cannot guarantee the lot number of the device. However it is highly probable that it matches the lot # of the device shown in the photo below (0087981). There was no foreign body retained in the patient. At this time there is no noted harm to the patient as a result of the issue."

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for the one provided lot number 0087981. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. The sample was inspected and incorrect peel could be observed. It has been determined that this defect was a result of a supplied component and was not directly attributed to the bd manufacturing process.

Event description:
It was reported that the introsyte autoguard 26g intro only sheath did not split as intended during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we received a defective lot of peripheral inserted central catheter. A piece of the item broke off of the cath into a patient. " "to clarify: the device that failed was not retained in the patient. Its failure would be better described as the catheter would not peel apart as designed. The PICC insertion team had a choice (and went with option 3 ¿ it eventually worked): 1. Remove the newly inserted infant PICC line 2. Cut the bulk of the insertion catheter and leave it encapsulating the PICC line, securing it distally (near the hub) 3. Pick at the insertion catheter and try to get it to separate and lift off the PICC line without damaging the PICC line." " I can confirm that it was not the PICC that failed, it was the peel away introducer. Unfortunately we did not retain the correct device packaging, therefore I cannot guarantee the lot number of the device. However it is highly probable that it matches the lot # of the device shown in the photo below (0087981). There was no foreign body retained in the patient. At this time there is no noted harm to the patient as a result of the issue."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the introsyte autoguard 26g intro only sheath did not split as intended during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "we received a defective lot of peripheral inserted central catheter. A piece of the item broke off of the cath into a patient. " "to clarify: the device that failed was not retained in the patient. Its failure would be better described as the catheter would not peel apart as designed. The PICC insertion team had a choice (and went with option 3 ¿ it eventually worked): 1. Remove the newly inserted infant PICC line 2. Cut the bulk of the insertion catheter and leave it encapsulating the PICC line, securing it distally (near the hub) 3. Pick at the insertion catheter and try to get it to separate and lift off the PICC line without damaging the PICC line." " I can confirm that it was not the PICC that failed, it was the peel away introducer. Unfortunately we did not retain the correct device packaging, therefore I cannot guarantee the lot number of the device. However it is highly probable that it matches the lot # of the device shown in the photo below (B)(4). There was no foreign body retained in the patient. At this time there is no noted harm to the patient as a result of the issue."